Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 82 mg/dl at the time of the call. The customer was assisted with navigating the screens to change the carb ratio. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.